Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator was not at end of service. It was reported that the last time that device diagnostic testing was performed was at least 12 months ago. The pt reportedly does not feel the stimulation anymore. Lead break is suspected, although review of x-rays did not reveal any obvious discontinuities in the ncp system. Revision surgery to replace the entire ncp system (both lead and generator) is planned, but is not yet scheduled.